Event description:
It was reported that the customer received a no delivery alarm from her insulin pump during a bolus. The customer's blood glucose level was 300 mg/dl. Standard troubleshooting was performed. The customer stated her insulin pump was out of insulin, but it said it had 35 units left. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with the no reservoir alarm functioned properly during our testing. The low reservoir alarm functioned properly during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.